Event description:
It was reported that the 3.5 x 12 mm nc trek balloon catheter was removed from the hoop, and it was observed that the shaft was kinked just proximal of the proximal balloon marker; therefore, the device was not used. A new 3.5 x 12 mm nc trek balloon catheter was used successfully. There was no patient involvement and no clinically significant delay in the procedure. Returned device analysis found that the inner member and proximal marker were separated at the proximal end of the proximal marker. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.